Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a manual prime. The customer stated that she was changing her infusion set in the morning, and while priming the tubing, she received the no delivery alarm. The customer advised that she was unable to troubleshoot at the time of the call because her supplies were at home and she was driving. The customer's blood glucose was 145 mg/dl. The customer was advised to call back when she got home in order to troubleshoot for the issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.